Manufacturer narrative:
H.6. Investigation: customer returned (19) used 32g x 4mm bd pen needles from lot 9029775. Consumer reported needle clog during injection, also said some of the needles do not work during priming. All 19 returned pen needles were examined, and it was observed that 17 had bent non-patient end (npe) cannulas, one had a broken npe cannula, and one had a straight npe cannula. No evidence of manufacturing defects was observed on the pen needles with either bent or broken npe cannulas. The pen needle with a straight npe cannula was tested for flow using a test pen injector, and it was able to expel properly. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 19 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the injection and while priming. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: " consumer reported needle clog during injection, also said some of the needles do not work during priming. Problem involved two separate boxes of nano pen needles, first occurrence was about two months ago, box and samples have been discarded, lot and product numbers for first box are not available."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the injection and while priming. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog during injection, also said some of the needles do not work during priming. Problem involved two separate boxes of nano pen needles, first occurrence was about two months ago, box and samples have been discarded, lot and product numbers for first box are not available."